Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a trochanteric fixation nail advanced (tfna) nail and locking screw on (B)(6) 2018. The locking screw broke on an unknown date. An image of the nail was taken on (B)(6) 2018, showing the locking screw position located in 180 degrees. Patient outcome is unknown. Concomitant device: tfna nail (part: unknown, lot: unknown, quantity: 1). This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned. Visual inspection of the provided x-ray images performed at customer quality (cq) was not able to confirm the reported condition of post operative distal locking screw breakage, which does not agree with the reported complaint condition. The x-ray review was performed with the help of medical safety officer who determined that the distal locking screw is not broken. Different view and screw is ¿angled¿ different. However, it was identified that the proximal head element (unknown tfna lag screw) has migrated/backed out and is now rotated 180 degrees. Tabulated product design drawing for the family of 5.0mm locking screws was reviewed during this investigation. A definitive root cause for the reported condition of the distal locking screw breaking post operatively could not be determined based on the provided information. The most likely cause is that the two x-rays images are at different views / angles and the screw is ¿angled¿ differently. This complaint is not confirmed and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and this complaint condition is adequately covered by the risk assessment. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. No product design issues or discrepancies were observed during this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient underwent revision surgery on (B)(6) 2018. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient outcome is unknown. Additionally, received x-ray was reviewed and it was noted that the head element screw has rotated 180 degrees/backed out which also indicates that the locking mechanism in the nail has failed. This is report 1 of 3 for (B)(4).

Event description:
It was further reported that the tfna locking screw was not broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter name and contact information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: tfna screw (part # 04.038.085s, lot # unknown, quantity # 1) deg ti cann tfna (part # 04.037.157s, lot # unknown, quantity # 1).